Event description:
The customer reported via phone call indicating that the insulin pump had a frozen screen. Customer's blood glucose was 287 mg/dl. The customer stated that the screen is completely blank. After the troubleshooting was done, customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a constant tone and a frozen display due to a faulty connector on the mother board. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.